Event description:
It was reported that the patient presented to the clinic for follow-up. Device interrogation revealed that the patient's implantable cardioverter defibrillator (ICD) was operating in the back up mode. Programming changes were made and the ICD was restored. There were no patient consequences.